Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was auto reducing leading to ineffective therapy. Diagnostics found that the leads were fully impeded. Surgical intervention may be taken at a later date.